Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated to the scrotum causing discomfort to the patient. The ipp was explanted. No additional patient complications reported.